Event description:
Consumer complaint of blood result reading of "lo." Ran blood test resulting in lo. Customer stated that his previous attempt on his own before the call was also a result of lo. Customer states he feels well and does not require any med attention. Customer's expected results are 200 mg/dl. Verified the strips expire 03/28/2015 and were first opened (B)(6) 2015. Customer confirms that the strips are stored properly. Customer stated that he was diagnosed with high glucose by his physician and using his competitor meter his results have been in the high 200's mg/dl. Customer stated that he ate an hour ago and does not trust the meter's result. Customer declined a back to back blood test. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated and confirmed "lo" results. Further investigation revealed presence of "black chemistry" on the test strips. Root cause of black chemistry is poor storage of test strips.